Event description:
The customer contacted stryker to report that the defibrillation electrodes on their device are not functioning. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation electrodes on their device are not functioning. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial MDR , with FDA reference number 0003015876-2025-02704 and stryker reference number (B)(4) submitted on 12/19/2025 was submitted based on the information available at the time. During the investigation it was observed that the issue involved internal paddles. The IFU for the internal paddles has the user perform a pre-surgical check before surgery to ensure the internal defibrillation paddles are ready for use. If any damage or malfunction is found, the user is to remove the internal paddles from use immediately. The pre-surgical check mitigates risk to the patient as the internal paddles would not pass the check and would be immediately removed from use. Therefore, the issue is deemed to be non-reportable.